Manufacturer narrative:
Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the event by a clinical consultant noted: there is one x-ray post event that confirms the cup is grossly loose with empty space below the cup and vertical tilt migration of the cup. The stem shows no issues. There is so much dislocation of the cup that it¿s initial position cannot be determined anymore. Quite likely, the empty space below the loose cup, we could call it osteolysis but I am not sure whether this really is osteolysis, is a symptom of poor initial fit or position of the cup heaving lead to impingement, lack of bone ingrowth with all results as reported. Based on the current information, this case cannot be solved. This would require availability of early postoperative x-rays to evaluate initial component positions directly after surgery -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Tha primary surgery was performed on (B)(6) 2015. 4 months after surgery, a moving of the cup occurred. A revision surgery was performed on (B)(6) 2015. Wear of insert is suspected. The surgeon wants the investigation of wearing.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Tha primary surgery was performed on (B)(6) 2015. 4 months after surgery, a moving of the cup occurred. A revision surgery was performed on (B)(6) 2015. Wear of insert is suspected. The surgeon wants the investigation of wearing.